Event description:
A trilogy ev300 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing indicating the oxygen proportional valve that controls the flow of oxygen to the blower inlet was mechanically stuck open or closed. The device's oxygen proportional valve and 3-way solenoid valve were replaced to address the issue. After repair, the device passed final testing and was returned to service.

Manufacturer narrative:
The product investigation lab (pil) received the components reported to have failed and completed evaluation and testing on the solenoid valve and the proportional valve with the allegation of a test failure for active exhalation verification ¿ aecm solenoid valve verification and an event code in the error log indicating an issue with the proportional valve. Pil was able to confirm a failure of the solenoid valve but was not able to confirm a failure of the proportional valve. The coding has been updated accordingly to the reflect this new information.